Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test; however, the specific failing value was not provided. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 310 to 280. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test; however, the specific failing value was not provided. No patient involvement was reported.